Manufacturer narrative:
When inspecting the instrument we found that the hinge pin was broken and the jaw was bent, what leads us to the conclusion that the instrument had either been overstressed or misused. The steel certificate for the steel wire of this broken hinge pin indicates that the steel met all technical requirements.